Event description:
It has been reported to the co that the pins are disconnecting themselves from the temporry pacing device, causing pacing to stop. There is no report of patient injury and the device is not being returned for the co's analysis.